Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was 93 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised they were stuck in a preparing to prime loop. Customer cleared the battery out limit alarm and then got put back in the rewind process. Customer was unable to complete the fill tubing process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit unable to prime during prime test and compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to access bolus delivery screen due to prime anomaly and compromised force sensor system alarm. Rewind works properly. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, and missing end cap sticker.